Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received that, the patient was not hospitalized and there was no patient's harm involved. The vision was greatly improved. Patient's issues was resolved.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgical technologist reported that, following an intraocular lens (iol) implant procedure, the patient had experienced visual disturbance. The iol was exchanged during a secondary procedure. The clinical reason given for the explant was ¿iol displacement¿ . Additional information was requested.